Event description:
During surgery, the tip of the needle holder instrument broke into the patient and increased the length of procedure due to removal of fragments. The facility reported that patient is doing fine.

Manufacturer narrative:
Any missing information or incomplete data on form 3500a is the result of information not being provided or released by the reporter despite attempts to obtain the required information. The needle holder was returned to medtronic for analysis and visual inspection of the instrument found micro cracks in the jaw which were not detected by the user prior to the procedure.